Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A fresenius regional equipment specialist (res) repaired the machine by replacing the air separator assembly and the high flow relief regulator. The machine was tested and passed all functional tests. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: evaluation codes.

Manufacturer narrative:
Additional information: event description.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a saline bag backfill during prime. Machine parts were ordered to repair machine. All function tests were performed on the machine and passed. The saline bag backfill was visually observed. The drain line length and height were within specification and there were quick disconnects on the drain line. The saline bag backfill was not due to user error. There was no patient involvement associated. A fresenius regional equipment specialist (res) on site and repaired the machine. The machine is back in service without reoccurrence of the reported event. There were no parts be returned to the manufacturer.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed, no physical damage noted. The high flow relief regulator & air separator assy were connected to test machine separately for testing. Both parts undergone 20 min rinse mode and dialysis mode. No problems encountered and the flow of the water was in the correct direction. Both parts passed self-test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The high flow relief regulator & air separator assy were connected to test machine separately for testing. Both parts undergone 20 min rinse mode and dialysis mode. No problems encountered and the flow of the water was in the correct direction. Both parts passed self-test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a saline bag backfill during prime. Machine parts were ordered to repair machine. All function tests were performed on the machine and passed. Additional information was requested, however, to date not provided.